Event description:
The balloon of the balloon guide catheter was left inflated at the end of the case and the physician inadvertently pulled the ballon out while inflated, causing vessel a dissection. The vessel disssection was not treated. The physician felt that the incident did not impact the patient's clinical outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci balloon guide catheter, 8f devices that were shipped to the site, lot numbers 32284, 32313, 32322, 32338, 32367,32427, and 32507, were reviewed and no anomalies were found that are related to this complaint. The merci balloon guide catheter instructions for use recommends ensuring the balloon is completely deflated before withdrawing the catheter.